Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope instrument was analyzed and found to have a missing aea ring or screw. Additional findings included: no image in right eye, cable integrity with visual damage, a 5000 deformed cable, discoloration of housing, button bezel mechanical damage, and corrosion or physical damage to ic electrical contacts. The complaint regarding not connecting was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the xi endoscope was found with a dislodged/missing camera instrument adapter (aea) component. A dislodged camera adapter and/or missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting an assisted da-vinci surgical procedure, the endoscope plus 30 degree instrument was not connecting. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.